Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the battery device was not holding a charge. It was reported that there was a thirty minute delay in the surgical procedure. It was reported that a spare device was available for use to complete the surgery successfully. There was no human patient involvement since this was a veterinary procedure. There were no reports of injuries, medical intervention prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will accordingly.